Event description:
Start-up pain and difficulty walking.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. A series of x-rays were provided. The pre-op x-ray indicates an acetabulum which is superiorly positioned with respect to the contralateral. This is also seen post-operatively. The shell position is challenging to measure, it may be 50deg or greater, there appears to be a large amount of version on the shell. The stem is in valgus and a bone pedestal can be seen building up at the tip. The offset approximates to the contralateral. A line can be seen in the 2009 x-rays provided for review on the lateral view and on the view in 2013. The revision notes indicate that the device was sent to the lirc retrieval centre. No histology reports on samples are provided. The cup was loose and 15deg to the tal. Stem was well fixed. The metal ions levels did appear to increase gradually over time. A grinding sensation was reported when hill walking. The pain was reported when getting out of a chair. The MRI scan did not show any fluid collection. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Email notification received. In addition to what were previously reported, email notification alleges osteolysis, discomfort and soreness. Added new associated contact.